Manufacturer narrative:
Initial.

Event description:
It was reported that the patient forgot to announce a dinner meal while using the ilet and had a blood glucose of 165 mg/dl; the patient was advised not to enter a late meal announcement and to allow the system¿s correction algorithm to manage glucose. Symptoms included hyperglycemia. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included user troubleshooting and education on missed meal announcements and appropriate use of the system¿s correction features. Investigation of this case revealed no device malfunction and indicated user handling related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.